Event description:
Complainant alleged that while attempting to defibrillate a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Please note that the device was connected to a patient that had a pulse. The device's indications for use instructs users to apply product to patients who are pulseless. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.